Event description:
It was reported that the insulin pump touch screen has stopped functioning. The customer also reported high blood glucose levels.

Manufacturer narrative:
The device has been received for evaluation; however, the device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.